Event description:
The customer complained of a questionable tsh - thyrotropin result on one patient sample. The initial tsh was 0.029 uui/ml. The initial result was not reported outside the laboratory. The sample was retested twice with results of 1.49 and 1.46 uui/ml. The 1.46 uui/ml result was reported outside the laboratory. There was no death, injury, illness, or deterioration in health due to the erroneous result. The patient was not harmed by any action taken. The lot number of the tsh reagent was 172713. The expiration date was requested but not provided.

Manufacturer narrative:
The investigation was unable to determine a definitive root cause. A review of calibration signals determined a reagent handling issue may have been involved. It was also noted that several liquid level detection alarms occurred around the time of the event. This type of alarm indicates the presence of foam or bubbles on the reagent or incorrect sample preparation.

Manufacturer narrative:
The event occurred in (B)(6).